Event description:
Device explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
Healthcare professional also reported right side "hole non-specific" and ¿potential iatrogenic hole".

Manufacturer narrative:
Device evaluation: based on the device analysis, the assessments of the complaint are: deflation, deflation - ndr and use error: observed one opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: crease flat observed on the device. No further actions are required as no manufacturing issues are observed.